Manufacturer narrative:
(B)(4). The lot was manufactured from march 25, 2015 to march 27, 2015. The device was inspected at the baxter (B)(4). A visual inspection revealed a particle floating in the reservoir of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle floating in the balloon of a small volume intermate. This was noted before patient use. The device was filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.